Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Based on the information provided, a definitive cause for the stent dislodgement in the packaging could not be determined. It may be possible that during removal of the omnilink elite from the packaging, the protective sheath along with the stent was inadvertently dislodged due to mishandling; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that out of packaging, the 9.0x39mm omnilink stent and protective sheath were off of the delivery catheter and on the bottom of the pouch. There was no patient involvement. A new 8.0x59mm omnilink stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.